Manufacturer narrative:
The insulin pump had a constant motor error during the rewind due to a motor encoder signal out of phase. No software error alarm was noted. The functional tests could not be completed due to the motor error alarm. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 272 mg/dl. The customer stated that they had an MRI but had left the insulin pump outside of the room when he took the MRI. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.